Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscal root repair case (B)(6) 2020 the surgeon was using an ar-12990 knee scorpion (lot 81680). The knee scorpion would not catch the sutures being passed through the meniscus. The surgeon was able to complete the case using the knee scorpion and a grasper. It took significantly longer than planned and in having to passing the scorpion multiple times more than normal and using a grasper to have to pull the suture through the tissue created some mild fraying in the tissue where they completed the repair. The repair itself still went well and the patient is expected to make a normal recovery. The device will be returned for evaluation.

Manufacturer narrative:
The precise cause for needles not retracting easily during evaluation/investigation process could not be determined. No picture was taken to demonstrate the condition when performing a function test (function failure). The mating part (needle) was not returned or identified. Used an ar-12990n / lot#10725473 needle during evaluation.